Manufacturer narrative:
H1 has been updated from malfunction to serious injury.

Event description:
Additional information received indicated that the ipg is no longer able to be connected. Surgical intervention is expected to address the issue at a later date.

Manufacturer narrative:
An inoperable pulse generator was reported to abbott. The system was not set to surgery mode, while the patient underwent an unrelated surgery, where electro-cautery may have been used. A review of documentation supplied with the implant, states that electro-surgery devices should not be used in close proximity to an implanted system. The results of the investigation are inconclusive, since the device was not returned for analysis. Actions have been taken to prevent reoccurrence.

Event description:
Additional information received, indicated patient underwent surgical intervention. Where in the ipg was explanted and replaced. Reportedly, effective therapy was restored.

Manufacturer narrative:
Further information requested but not available. The results/method and conclusion codes along with the investigation results will be provided in the final report. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
It was reported patient had an unreeled sugary and ipg was not placed in surgery mode. Later on patient was unable to communicate with external device and pc displayed the message "cannot connect to generator "no further action addressed at this time.